Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) identified intermittent drawer failure along with defective rails and multiple cubie tray failures. The drawer was replaced, and assistance was provided to load all cubie pockets, ensuring proper functionality. The drawer was tested multiple times using the hardware test application, and the pharmacy technician confirmed successful inventory of the entire drawer without any issues. The pharmacy technician also verified that the drawer was operating properly after the replacement. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure occurred and displayed a required maintenance error message. The user rebooted the station and attempted to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.